Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper and lower abdomen as well as the upper and lower back on (B)(6) 2022 using a legacy applicator and presented with paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received an additional report that the following coolsculpting system applicators were used: cooladvantage coolcore and coolcurve+. The diagnosis of ph to the upper and lower abdomen and upper and lower back has been confirmed.

Manufacturer narrative:
Additional data: a4 b3 b5 d4 d10 h6.